Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6)2007. (B)(4).

Event description:
It was reported that the patient experienced pacemaker syndrome due to inconsistent capture on the right atrial (ra) lead. The ra lead also had high pacing impedance, oversensing noted on the atrial electrogram, and a possible fracture. The ra lead was inactivated, then capped and replaced. No further patient complications have been reported as a result of this event.